Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The introducer was returned for evaluation. Upon functional testing, a leak was able to be reproduced on only one of the sides of the introducer. The root cause of the introducer damage was determined to be a damaged hub causing the introducer to leak. Added-d9 device return date

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The us complainant had placed an impella cp with single access to support a patient in need of a high risk percutaneous coronary intervention (hrpci). The 14 french x 25 centimeter sheath was observed to malfunction, as the product was leaking at the seam and so the introducer was replaced. The impella cp supported the patient successfully for over 67 hours until weaned and explanted.